Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported during a cataract extraction with intraocular lens implant procedure the plunger of the injector "over-rode the haptic" of the intraocular lens implant. Upon retraction of the plunger the haptic became separated from the lens implant. The incision was enlarged to explant the intraocular lens implant and then sutures were placed. Another lens was inserted with an alternate injector.